Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 07/18/2025, it was reported that the patient experienced a skin reaction with rash, redness, inflammation, pimples, and pustules, under entire patch area. The patient went to the hospital and the skin reaction was treated with a prescription of an unspecified oral antibiotic. At the time of the report the patient was stable and stated they would have a checkup appointment with their hcp. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).